Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the luer adaptor and the blue winged luer cap. This was identified after filling at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from april 5, 2019 - april 8, 2019. The actual device was received for evaluation. Visual inspection was performed and fluid inside the bag that contained the sample was identified. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing including leak testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened and the sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.